Manufacturer narrative:
Although getinge was not required to resubmit the follow-up mdrs, it was agreed upon with the FDA representative that this would be the easiest course to take to ensure full linkage with the resubmitted initial mdrs. Therefore, this record has been created in order to document the resubmission of the follow-up MDR record. The device is not returning to maquet for evaluation. This is a reusable OEM device; therefore, a lot history review was not applicable. The device lot/serial number was not provided and a ship history is unable to conclusively identify the serial number. A serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance. Trackwise ID# (B)(4). Internal autonumber: (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, active return cord, non-sterile, forceps failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, active return cord, non-sterile, forceps failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.